Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended to swap the breath delivery (bd) to graphical user interface (gui) cable and run the ventilator on a test lung. Covidien was not authorized to repair the device.

Event description:
It was reported that, an 840 ventilator generated a graphic user interface (gui) inoperative diagnostic message. The ventilator was not in use on a patient at the time the event occurred.